Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly disassociation from cup and performed I&d head and liner exchange. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.